Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed the message "an internal error has occurred". The field representative (rep) was unable to replicate the issue while on site. The issue occurred on the morning of (B)(6) 2024 and rebooted. The navigation was aborted for that case following. The site was able to complete a case on (B)(6) 2024 with no issues. On (B)(6) 2024 they were setting up and registering the patient, and all of the sudden the navigation system blacked out and showed the error message. The navigation system then rebooted and they reuploaded the patient scans and registered the patient to 1.4mm accuracy. However, when checking landmarks, it was inaccurate and ended up not using navigation for the case. On (B)(6) they were able to complete the case with no issues. The medtronic representative (rep) did the checkout on (B)(6) and found no navigation issues. The rep also uploaded the latest application 2.1 software. The rep was present at the account on (B)(6) for a case and there have been no issues so far.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1. H3, h6: no products were received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy amount was 2-3 cm.

Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the procedure being performed was an ears, nose, and throat (ent)/neuro transsphenoidal tumor resection. The use of navigation was aborted as the system did not track as accurate. The surgical delay was reported as about 3 minutes. The surgeon stated "it wasn't close to being accurate at all".

Manufacturer narrative:
H2-3: the software investigation found, that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. With the provided archives, the reported behavior was not able to reproduced in-house. The logs captured a corefiles and default in "qmlgui service" on the date of the issue reported. The core was generated by `qmlgui service' and the program terminated with signal sigsegv, segmentation fault in the library "libnvidia-glcore.so.430.40", during the function call "mre:details: default shader storage buffer object:initialize", which was originally invoked from function "mnavhe adless rendering: headless rendering: rendering". Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.